Event description:
Complainant alleged that during functional testing by a distributor, the device displayed 'pacer disabled", "defib disabled", "defib fault 72", and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.